Event description:
The manufacturer received information alleging a ventilator was alarmed for low tidal volume and low minute pressure. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's blower assembly, air inlet filter and machine flow sensor needs to be replaced to address the issue. There is a evidence of contamination.